Event description:
Additional information was received that, per the physician, the pulmonary hemorrhage (ph) was noted during surgical closure of the direct aortic access, and additional suturing procedures were performed. However, the exact cause of the hemorrhage was unknown. It was also possible that for some reason the hemorrhage was initially present. Per the physician, the delivery catheter system (dcs) and the medtronic confida guidewire did not cause or contribute to the ph. There was no patient anatomy that contributed to the ph. Subsequently, ventricular perforation via wire was observed. It was noted that recovery was achieved by suture hemostasis. According to the physician, it was possible that the left ventricle (lv) wire was pushed too hard that contributed to the cardiac tamponade (CT) and the dcs did not cause or contributed to the CT. However, the medtronic confida guidewire was pressed hard when inserted into the lv that caused or contributed to the CT. In addition, the lumen of the lv was small that contributed to the CT. Twenty-one days post-implant, the patient was reported to be recovered. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: product ID gwbc30 (lot: 92106973); product type: guidewire; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; explant date n/a; product ID l-evolutfx-2329 (lot: 0011717561); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was successfully placed via direct aortic access. During surgical wound closure, the lung was partially injured, resulting in pulmonary hemorrhage, and surgical repair was performed. An endotracheal tube was inserted, and an x-ray was performed. While checking the bleeding site and the endotracheal tube's position, there was bleeding from the tube. The site of pulmonary hemorrhage was confirmed via bronchoscopy, showing that the patient was suffering from peripheral alveolar hemorrhage. The patient was put under observation with continued positive pressure ventilation. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that, per the physician, the pulmonary hemorrhage was progressing well and there were no problems. However, one day post-implant, st elevation was noted via electrocardiogram on the monitor in the intensive care unit, and a chest wall echocardiogram revealed cardiac tamponade had developed. Then, in the operating room, percutaneous cardiopulmonary support was attached again, and a left intercostal thoracotomy was performed. Subsequently, the bleeding site was confirmed, and hemostasis was performed. It was noted that the bleeding site was at the apex of the heart, and it was thought that the apex was perforated by the wire during the transcatheter aortic valve implant procedure. The patient¿s condition was reported to be stable, recovering, had started eating and walking by the bedside. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, the left ventricle perforation was sutured during the left thoracotomy.